Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an afib cardiac ablation with a qdot catheter and watchman placement procedure, the patient experienced stroke-like symptoms after waking up from anesthesia in recovery. A CT (computed tomography) scan confirmed an acute left mca (middle cerebral artery) infarct. The patient was not provided with any medical intervention post CT scan, and the last known status is unknown. The qdot micro catheter, an octaray catheter, and a webster cs catheter were the bwi products in use. The transseptal was performed with baylis versacross and a phillips ice verisight pro catheter. The patient required extended hospitalization because of patient was still exhibiting aphasia and stroke symptoms.